Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.24mm x 1.75mm in size. The in-house mcs tip accessory was able to be installed onto the instrument's tube adapter. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly.

Event description:
It was reported that the 6mm monopolar curved scissors instrument would not hold the tip. The customer reported event has no report of patient injury.